Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2019. The manufacturer's technical services (ts) confirmed the reported issue. Advised customer to ohm out the speakers to determine the defective one. Advised customer that if that does not work to replace the speakers. At customer request provided 2.10 software. The customer replaced the defective speakers to address the reported problem. The unit successfully passed the required performance verification test. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the device displayed an error code primary alarm failed.(e/c 1102). There was no patient involvement.